Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The customer successfully completed the load sequence by leaving the cartridge on the pump. Blood glucose level was 78 mg/dl.